Manufacturer narrative:
Macroscopic examination confirms bone screw broken approximately 28mm from the top of the screw. Microscopic examination of the fracture surfaces revealed a fairly flat fracture, with progressive striations indicative of fatigue until ultimate failure of the implant, consistent with failure due to high-cycle fatigue.

Manufacturer narrative:
(B)(4). This part is not approved for use in the united states; however a like device catalog # 806r55l40t, 510k # k022191 was cleared in the united states. Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. It is reported that fusion occurred therefore the device met its intended function.

Event description:
It was reported that the patient underwent a spinal procedure due to l2 burst fracture after a fall from a second floor of a building at l1-l3. During the follow-up visit approximately 15 months post op, it was found that both l3 pedicle screws had broken. The patient stated that she heard a pop-up sound before the visit when she had another fall post op. There was no symptom reported after the broken screws were found. Fusion reported occurred, therefore the removal surgery was performed approximately 22 months post the implantation. The construct was removed during the removal procedure, however the tips of the broken screws could not be removed from the bone. No other patient complications were reported post the removal procedure.